Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the insulin pump had critical;l pump error alarm and other pump error alarm. The customer stated that insulin pump was shut down. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had critical pump error. The customer also stated that insulin pump had pump error. The customer was stated that they were able to clear the alarm. The customer was able to rewind the insulin pump. Customer was performed displacement and self test and it was passed. The insulin pump will not be returned for analysis.